Manufacturer narrative:
As reported, the patient developed angioedema of the tongue after the use of arista ah. The surgeon reports that she considers a reaction to arista ah to be unlikely in this case, and identified the response was possibly expected due to other medications the patient was taking for hypertension. However, based on the information provided we are unable to determine to what extent, if any, the arista ah may have caused or contributed to the alleged postoperative complications. No lot number has been provided, therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Sample not available.

Event description:
It was reported that, on (B)(6) 2020, the patient experienced brisk bleeding during a zenker¿s diverticulum (esophageal diverticulum) case and a 3g arista ah was used and hemostasis was achieved. The surgeon could not use irrigation around the implant, but used suction to remove the residual material. The patient was released and later experienced post-op swelling of the tongue a few hours after surgery. The patient required treatment at an ER and was intubated, after which, the patient was reported to be recovering and doing well. Doctor identified that the patient was on lisinopril and blood pressure medication and stated that the patient is a long-time user and has not experienced any similar events and considered a reaction to arista ah to be unlikely in this case. The identified response was possibly expected due to other medications the patient was taking for hypertension.